Event description:
During the tfn procedure, drill bit hit the fixation nail as it was not lining up correctly. Surgeon tried instruments from two different sets interchangeable: 2 protection sleeves (357.386), 2 drill sleeves (357.389), 2 trocars (357.387), 2 of 130 deg aiming arms (357.366) and 2 insertion handles (357.411). Also one of the helical blade coupling screws (357.377) was deformed and would not accept the hexagonal flexible screwdriver - screwdriver did not engage the hexagonal recess of the screw. The deformed coupling screw was discarded. There was no patient impact; the doctor realized the trocars were going posterior and gave the jig a good pull anterior. This added about 20-30 minutes to the procedure. This complaint is 3 of 12 for the same event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the device was not return and no lot number was provided. Investigation could not be completed, no conclusion could be drawn.